Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly and hypoglycemia with the blood glucose value of 4.5 mmol/l. The customer reported hypoglycemia treated with discontinue use of insulin delivery system. The event involved product(s) mmt-712ews. Customer reported low blood glucose. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer believes the pump is over delivering. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. Product return requested for mmt-712ews. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported that the user needed medical treatment on (B)(6) 2024 due to hypoglycemia. User was getting insulin administered at the hospital via pump. Blood glucose at time of event was 4.5 mmol/l. At 17:00, the endocrinologist used the insulin pump to inject insulin before dinner, 4-5 minutes later, the shift nurse inspected, the insulin pump showed that the injection was 0.1u, so the patient was injected with 6u insulin. At 17:10, the nurse inspected again, the insulin pump suggested two injections of 6u insulin, so the insulin pump was suspended. The patient had no special discomfort. The patient had a high normal blood glucose level (still within normal range), so he was given another meal. His blood glucose level was 4.5mmol/l, 2 hours after the meal without complaining of discomfort. He was asked to continue eating and his blood glucose level was 11.6 mmol/l before going to bed. After the examination, it was found that the insulin injection pump was faulty, the injection amount was incorrect. User discontinued the use of the pump. User alleged that the pump is over delivering. Troubleshooting was not done. Pump is not returning for analysis.